Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned pilot nose reamer head indicated damage along the flutes/ cutting edges and the overall body, showing signs of use/wear. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the reamer shaft snapped off at head with a 13 reamer on at the time. No injuries or delays reported. No more information provided yet.